Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of hospitalized low readings. The wife stated that her husband had trouble with the pump. The customer stated for the past 3 days, he had high readings. The customer changed out his infusion set and reservoirs and still had high readings. The customer had several low readings where emergency medical services was contacted in the past 2 years since the pump was received. The customer was also in an accident where his truck was totaled due to low readings. The wife was unable to provide the hospitalization events at the time.